Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was going down a ramp and when the chair allegedly jolted. Consumer allegedly got flung out of chair. Her heel allegedly got caught between the footplate and calf pad and ripped the back of her leg wide open exposing the muscle.

Event description:
Provider alleges consumer was going down a ramp and when the chair allegedly jolted. Consumer allegedly got flung out of chair. Her heel allegedly got caught between the footplate and calf pad and ripped the back of her leg wide open exposing the muscle.

Manufacturer narrative:
No issue found.